Event description:
A nurse reported a patient was initially seen in the emergency department on (B)(6) 2025 due to abdominal pain. The patient was admitted to the hospital with a diagnosis of pneumoperitoneum. A culture was obtained on (B)(6) 2025. The culture was positive for light enterobacter cloacae complex. The white blood cell count was unknown. The patient was prescribed intraperitoneal (ip) cefepime 1g daily for 21 days. The patient was discharged on (B)(6) 2025. The cause of the pneumoperitoneum is unknown. The pd catheter remained in place and the patient continued pd therapy utilizing the liberty select cycler. On (B)(6) 2025 the patient returned to the hospital. The patient had not completed the prescribed antibiotic regimen from the initial hospitalization. The patient was admitted to the hospital due to the infection from the pneumoperitoneum returning. The patient is being treatment with cefepime (route, dose, frequency, and duration unknown). The patient was discharged from the hospital on (B)(6) 2025. No further information was available.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler and the patient event of pneumoperitoneum with infection. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. Pneumoperitoneum results from tissue ischemia, erosion, infection, mechanical injury, or thermal injury, and the differential diagnosis is wide, including cancer, iatrogenic injury, infection, and ulcerative disease. It was not reported that the patient had any issues with their treatment which would have led to free air in the abdomen. The cause of the pneumoperitoneum is unknown. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A nurse reported a patient was initially seen in the emergency department on (B)(6) 2025 due to abdominal pain. The patient was admitted to the hospital with a diagnosis of pneumoperitoneum. A culture was obtained on (B)(6) 2025. The culture was positive for light enterobacter cloacae complex. The white blood cell count was unknown. The patient was prescribed intraperitoneal (ip) cefepime 1g daily for 21 days. The patient was discharged on (B)(6) 2025. The cause of the pneumoperitoneum is unknown. The pd catheter remained in place and the patient continued pd therapy utilizing the liberty select cycler. On (B)(6) 2025, the patient returned to the hospital. The patient had not completed the prescribed antibiotic regimen from the initial hospitalization. The patient was admitted to the hospital due to the infection from the pneumoperitoneum returning. The patient is being treatment with cefepime (route, dose, frequency, and duration unknown). The patient was discharged from the hospital on (B)(6) 2025. No further information was available.